Manufacturer narrative:
The investigation has started. A follow up report will be submitted upon completion.

Event description:
It was reported that this device failed during surgery and indicated ventilator failure. No patient injury reported.

Event description:
It was reported that this device failed during surgery and indicated ventilator failure. No patient injury reported.

Manufacturer narrative:
It is reported that the device reported an error during the operation and was unable to work properly. No patients were injured. The customer contacted draeger's service engineer to inspect the equipment. The engineer found a fault in the negative pressure pump during the on-site inspection. The negative pressure pump is designed to create a vacuum environment between the diaphragm cup and the cylinder of the ventilator within the specified time. Otherwise, mechanical processing ventilation cannot be carried out. The possible cause is component leakage or poor connection. If the automatic ventilation fails or the automatic ventilation mode stops (ventilator failure), it does not affect the monitoring function. Users can still keep track of the ventilation performance and the gas measurement values of the patients at any time. During the automatic ventilation process, if a ventilator failure occurs, the ventilator will automatically shut down, switch to manual/active (man/spont) safety mode, and issue the corresponding ventilator failure alarm. Artificial ventilation can still be performed. After replacing the negative pressure pump, the equipment operated normally and no other problems were reported.